Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold. No intervention was performed. The patient remained in stable condition and would be further monitored.